Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump alarmed rf pic failed self-test. Customer's blood glucose was 5.7 mmol/l. Customer sated the alarm occurs every 24 hours, clears it, and the device continues to function as normal. Customer was advised the insulin pump needs to be returned for analysis and customer agreed.

Manufacturer narrative:
The pump alarmed rf pic failed during the self test due to a faulty component on the radio frequency board. The pump passed the idle current, run current, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump had minor scratches on the display window.